Manufacturer narrative:
It was reported via phone call was received with completely broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. We were unable to perform basic occlusion test and occlusion test due to damaged reservoir tube lip.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer treated with syringe. The customer also mentioned missing pieces on top of the reservoir compartment. The customer was advised to discontinue use of the pump and revert to back up plan.